Event description:
The customer reported via phone call indicating that she lost her transmitter. Customer's blood glucose was unknown mg/dl. The customer stated that she has been in the hospital for low blood glucose. The customer does not want to troubleshoot for low blood glucose. The customer was transferred to customer service .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.